Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 225933 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 225933 and test base part number 195-430wjr / lot 222593. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 225933 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. This manufacturer's report addresses test one (1) of two (2). Consumer performed the first binaxnow test on (B)(6) 2024 and the second binaxnow test on (B)(6) 2024, both generated negative results. The consumer had symptoms and assumed it was a cold or allergies. Additional testing was performed on (B)(6) 2024 with the quickvue sars antigen test at an urgent care facility and generated a positive result. The consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 and (B)(6) 2024 on a nasal sample. This manufacturer's report addresses test one (1) of two (2). Consumer performed the first binaxnow test on (B)(6) 2024 and the second binaxnow test on (B)(6) 2024, both generated negative results. The consumer had symptoms and assumed it was a cold or allergies. Additional testing was performed on (B)(6) 2024 with the quickvue sars antigen test at an urgent care facility and generated a positive result. The consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.